Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the customer received multiple occlusion alarms. After receiving an alarm, the customer would change the supplies and resume insulin delivery. The customer's blood glucose was not impacted. As the customer had changed the cartridge and infusion set prior to contacting tandem technical support, troubleshooting to determine a possible cause for these past occlusions was unable to be performed.